Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibit that the outer tube was deformed, had scratches and therefore sharp edges. The was no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.